Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they saw their healthcare professional on 2018 (B)(6) about peeing frequently, and was put on sulfameth/tmp 800/160mg tb 2 a day (10 pills). The cause of not feeling stimulation was not noted, but patient stated that the battery was checked and it was up to patient to put on channel and leave it. They further reported that it was still not working good and was still getting sharp pains. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was peeing frequently and they had tried to increase the setting, but was unable to do so. At the time of the report, the patient synced with the programmer and it showed stimulation was off; the patient turned it on at setting of 1.0 and it was noted that stimulation was too strong so they turned it down to a more comfortable level, however, they were not feeling stimulation. Information regarding stimulation sensation and that the therapy needed to be on for it to be effective was reviewed with the patient. It was noted that the patient was on vacation when they noticed the change and that they did go through security. The patient was going to track their symptom results and adjust setting as needed/switch programs if appropriate. No further complications were reported/anticipated.